Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a therapy upgrade procedure, the patient died. The patient had a dual chamber competitor pacemaker and was being upgraded to a cardiac resynchronization therapy defibrillator (crt-d). The right ventricular (rv) lead was placed with no complications. When attempting to cannulate the coronary sinus while using a balloon catheter and performing a dye test, it was observed that dye had entered into the pericardium. A stat echocardiogram was performed which confirmed a pericardial effusion. A significant amount of fluid was removed and the surgical team was called to perform a pericardial window. A total of 500+ cc of fluid was pulled out. An hour into the code, the patient was pronounced deceased. The field representative was contacted to request the lot number for the catheter used, but the lot number was not available. The catheter will not be returned to boston scientific.